Event description:
It was reported that the patient's seizures had increased one week after the new vns generator was implanted. After the patient was interrogated he was found at settings 2.25ma output current, 30hz signal frequency, 500 sec pulse width, 21 seconds on time, 1.8 minutes off time, 2.5ma magnet current, 60 seconds magnet on time, 500 sec magnet pulse width and he had 3 magnet activations logged from 10 december 2012. His output current was increased to 2.5 ma and the magnet was increased to 2.75 ma. No medical changes were made. Attempts were made to contact the physician but they have been unsuccessful to date. No programming history was found in the programming history database for the patient's vns generator.